Event description:
It was reported: pt was implanted in 2000. Pt initially did well, but began to have problems with knee swelling and pain about two mos post-operatively. Several taps of fluid were sterilie, and cbc was normal, with esr only mildly elevated at about 30. Serial x-rays eventually demonstrated some lucency under the tibial plate. Surgical exploration in 2001 showed mild granulation tissue under the tibial plate, with the rest of the knee benign, and pathology showed osteonecrosis. Multiple cultures from the area were negative, and pt underwent replacement of the tibial component with a benign course to date.